Event description:
The customer reported that the device overheated during a procedure, burning the patient. The procedure was completed successfully with no medical intervention and no surgical delay. Attempts are being made to obtain additional information surrounding the burn.

Event description:
The customer reported that the device overheated during a procedure, burning the patient. The procedure was completed successfully with no medical intervention and no surgical delay. Per follow-up from account, the burn was a small area on the patient's mid-back, along the incision line. The skin was reddened, with no blistering. Ointment was applied to prevent infection.

Manufacturer narrative:
The reported heat symptom could not be confirmed, as the device was not returned for evaluation. Likely causes include worn or damaged bearings.

Event description:
The customer reported that the device overheated during a procedure, burning the patient. The procedure was completed successfully with no medical intervention and no surgical delay. Per follow-up from account, the burn was a small area on the patient's mid-back, along the incision line. The skin was reddened, with no blistering. Ointment was applied to prevent infection.